Event description:
It was reported that the 9800 system is shooting dark. There was no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. However, recommendation given for taking lateral views on large patients. The system was tested and found to be working as intended. System was placed back into service.